Event description:
According to the reporter: coronary bridges were released into recovery. The surgeon says that is because of the suture, the pt goes into surgery again.

Manufacturer narrative:
(B)(4).